Event description:
It was reported that during a laparoscopic cholecystectomy the clips were not forming properly around the vessels. Several clips had to be removed and replaced to get adequate sealing of the vessels. Some scissoring of the clips was also noted. There was no pt consequence.